Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. None of the buttons were responding. They replaced the battery but then the screen did not respond. The screen just says mini med with 3 dark circles on it, like it was trying to power up. The customer¿s blood glucose level was 219 mg/dl. They were unable to troubleshoot because the insulin pump was unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.